Event description:
Per info. Received from bausch and lomb on 01/23/2009: fibers from the belt of the large gown with towel in the eye pack is releasing fine nylon-like fibers from the belt. The fibers are getting into the pt's eyes and are detectable under microscope. F/u visit showed fiber in the pt's eye which required a second procedure to remove. The pt has recovered with no further complications.

Manufacturer narrative:
The fibers provided were evaluated along with fibers from the gown belt. One sample did not appear to match any of the material properties of the optima gown. One is a possible match with the wood pulp/polyester belt material, and one is a possible match with polypropylene optima materials, though not the belt materials. A review of the gown history finds no changes to any of the manufacturing steps or materials used in this gown. At this time, this incident is felt to be isolated to this complaint.